Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 227 mg/dl compared with the sensor glucose reading of 120 mg/dl. The customer also reported that the electrode came out of the sensor after removing the needle hub. The customer had reported a change sensor alert. The customer performed a test plug procedure and it passed. The customer was unable to complete troubleshooting. Nothing was replaced or returned for analysis.